Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Last week, the patient¿s leg went numb and it was determined that the patient had severe osteomyelitis (bony infection of the vertebra). The patient also had a soft tissue type granuloma that the catheter went right through so the catheter was cut and tied off. The pump pocket was fine. The device system was used to deliver baclofen. Additional information indicated that peri-operative antibiotics had been administered. The onset of infection was (B)(6) 2014. The primary location of the infection was the lumbar region. It was noted that the patient did not have meningitis. The patient had been unable to move the right leg so an MRI (magnetic resonance imaging) was performed and showed osteomyelitis at l2-l3. A culture of the lumbar region was performed and as of (B)(6) 2014 the results were negative. Treatment included intravenous antibiotics, lumbar laminectomy, removal of infected tissue and removal of baclofen pump tubing. The reporter did not know the date of the last refill. The patient¿s risk factors prior to implant of the device system included urinary tract infections.